Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "leakage from the breast implants with related scarring found on ultrasound." This record is for the left side. The status of the device is unknown.